Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required "corrective maintenance/repair." The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis found that the cap of the battery drawer on the external pulse generator (epg) was broken off. Analysis also noted that the bails and bail covers were missing and the upper case was broken. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.